Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. No lot release and sterilization records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Using the pod 5 / page 43: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient's mother reported after wearing the pod on the hip/buttocks her daughter's site was red, very tender, sensitive to touch and infected with purulent drainage noted at the site. She took her daughter to a walk in clinic where they prescribed antibiotics for the site infection. Her blood glucose reached between 22 to 25 mmol/l (396 to 450 mg/dl). Hyperglycemia treated by patient activating new pod.